Event description:
Per the center, the patient¿s abutment and fixture failed to osseointegrate and fell out two weeks after initial surgery. The patient was reimplanted in 2009 with a two stage procedure.